Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the vision instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effects referenced in b5 are being filed under a separate medwatch report#.

Event description:
This event was captured based on literature review. It was reported that patient data was obtained from 11 completed randomized trials, including a total of 972 patients with diabetes, 616 patients randomized to drug eluting stents (des) and 356 patients randomized to bare metal stents (bms). The des patients received non-abbott drug eluting stents and the bms patients received non-abbott bare metal stents and unspecified vision stent between 2003 and 2006. Clinical outcomes for the bms patients were as follows: 27 % target vessel revascularization (tvr); 8.7 % myocardial infarction; 7.1 % stent thrombosis; 21.6 % death; no additional information was provided.